Manufacturer narrative:
H10: the device was received for evaluation with original cap attached to the female connector. A visual inspection with the naked eye did not identify any issues. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. Integrity testing was performed with an in-lab titanium adapter and no connection issues or leaks were observed at the patient adapter of the transfer set. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the patient connector of a peritoneal dialysis (pd) transfer set and the titanium adapter. This was observed during use of the device for pd therapy. There was no allegation against the titanium adapter and the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.